Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 8 mg/ml dilaudid at 1.5 mg/day and 8.0 mg/ml bupivacaine at 1.5 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had reduced efficacy of therapy. The hcp attempted a catheter access port aspiration earlier in the month of (B)(6), but was unable to access the catheter and obtain cerebrospinal fluid (csf) return. The patient's pump was at eri and the hcp elected to replace both the pump and catheter. It was noted that the catheter was completely removed. Once the new pump and catheter were implanted and connected, the hcl was able to access the catheter and aspirate csf through the catheter access port. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.